Event description:
It was reported that during a repositioning procedure, body fluid was noted inside the ventricular lead. The physician suspected an insulation break, and the lead was replaced.

Manufacturer narrative:
No medwatch form was received.